Manufacturer narrative:
(B)(4). Investigation / evaluation: a review of the complaint history, device history record, instructions for use (IFU) and quality control (qc) was conducted during the course of investigation. Although no product was returned; an image was provided to show the separated catheter tip. Information provided stated: "during a transcatheter arterial. Embolization, liver procedure on the 80 year old male patient, the black portion of the rh catheter was separated at aortic arch during rotation of the catheter to make a normal rh shape. The fractured segment migrated into the right deep femoral artery. The fracture segment was not retrieved and the patient¿s family understood it is harmless in the deep femoral artery." Per quality control, there is a verification that the surface of the catheter is free of damage and excess bumps or roughness. It is also verified that the distal tip/endhole is rounded smooth, not thin, slanted, or out of round. No splits, nicks, damage, excess material or debris present. The bond area must also be free of cracks, peelings, exposed wires or any other unusual characteristics and the curve is free of damage. This product is shipped with an instructions for use (IFU); which states under precautions: "due to thinwall construction, extreme care must be exercised during manipulation and withdrawal. Catheter insertion through a synthetic vascular graft should be avoided whenever possible." / "the possible whiplash effect of the long, soft catheter tip must be considered during selective angiography." Measures are currently being taken in an effort to address this failure mode. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints.

Event description:
During a transcatheter arterial embolization to the liver procedure on the 80 year old male patient, the black portion of the rh catheter was separated in the aortic arch during rotation to make a normal rh shape. The fractured segment migrated into the right deep femoral artery. The fracture segment was not retrieved and the patient&#38112;family understands it is harmless in the deep femoral artery.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
During a transcatheter arterial embolization to the liver procedure on the (B)(6) male patient, the black portion of the rh catheter was separated in the aortic arch during rotation to make a normal rh shape. The fractured segment migrated into the right deep femoral artery. The fracture segment was not retrieved and the patient's family understands it is harmless in the deep femoral artery.